Event description:
It was reported that the timx set screw sheared off during final tightening. The j hook and sheared setscrew were left locked in place in the patient. The assembly could not be repositioned and the surgeon reported that this resulted in the construct being less than optimal.